Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of dislocation and disassembly between the humeral liner and humeral tray, which led to wear on the backside of the liner. However, the dislocation cannot be confirmed based on the information provided, and it is unclear if it occurred prior to or after the humeral liner disassembly. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 2 years post the initial right reverse total shoulder arthroplasty, the patient was revised due to dislocation. The patient indicated no trauma occurred. The surgeon observed the polyethylene component dissociated from the tray and flipped over. No abnormal wear was noted on the face of the polyethylene component that might affect the locking mechanism of the polyethylene liner to the tray. The surgeon reported there could have possibly been an issue with the locking mechanism of the poly. The surgeon reported it was also possible the poly wasn't impacted firmly enough on the initial surgery. The patient was revised to 40 +2.5 constrained liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) / 320-40-13 - 145-deg pe 40mm const hum liner +2.5, (B)(6) / 320-20-02 - right augment std, (B)(6) / 300-01-12 - equinoxe humeral stem primary press fit 12mm, (B)(6) / 320-20-00 - eq reverse torque defining screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02988, 1038671-2025-02989. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.